Event description:
Reporter noted tubing was not working properly. Surge occurred after occlusion that would pull the chamber in. Posterior capsule tear occurred. No intervention reported; pt reportedly recovering well.